Event description:
It was reported that (2) ecs devices were used during a ileo-anal resection procedure. It was reported by the rep that the surgeon reported (2) ecs circular staplers had become stuck in the anastomois of his pt. The surgeon had to cut out the staple line and hand sew the anastomosis. The surgeon fired the first instrument, he indicated there was some difficulty with the anvil on the first instrument. The surgeon made sure to reattach the anvil to hear it snarp. The surgeon opened the gap about 3/4 turn and was sure to reattach the safety before removing the stapler. After 2nd stapler was tried the surgeon hand sewed the anastomosis.